Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician confirmed failed preventive maintenance due to a loose j3 cable on power board. Reseated j3 cable and replaced front/rear case assembly. Performed leak down test with co2 calibration passing results. Based on the findings, service determined that the probable root cause of the reported issue was due to failed co2 sensor preventive maintenance. Device history record a review of the device history record showed the device had a manufacture date of 22jan2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for co2 sensor accuracy test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for co2 sensor accuracy test. No additional information was provided. There was no patient involvement.